Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus for drawer 2.1. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not being recognized on the communication bus. A field service engineer reseated the connections in drawers 2.1 and 3.2 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.